Manufacturer narrative:
Section a3b, gender: unknown/not provided. Section b3, date of event: the exact date is unknown. The best estimate is between the implant date and the date jnj was initially alerted. On (B)(6) 2024 through (B)(6) 2024, respectively. Section d6b, if explanted, give date: unknown/not provided. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) was "out". What was meant by "out" was not provided. Through follow-up the customer confirmed the iol was explanted from the left eye due to blurry vision. Jnj performed several follow-ups but no further information was provided.